Event description:
The filter was placed and noted with follow-up that superior strut of filter had penetrated wall of vena cava by approx 1cm. Stent was away from aorta, but in close proximity to bowel. It is unk at this time whether any intervention would be taken. Currently, pt is fine with no clinical complications.